Event description:
It was reported that, patient had loosening of the cup, it was causing pain. Dr (B)(6) was not the original surgeon as the implant was done out of state. He pulled the stem since it was recalled, and replaced it with a zimmer hip.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested, but not made available. When completed, the evaluation summary will be submitted in a supplemental report.